Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation in 2008 that a flexima nasobiliary catheter device was used during an endoscopic nasal biliary drainage (enbd) procedure. According to the complainant, during flushing, it was noted that "some of the tungsten guidewire coating was peeled and torn." Reportedly, the peeled tungsten was retrieved from the biliary during the procedure; however, some of peeled tungsten in the bowel was not retrieved. According to the complainant, the physician was expecting that the tungsten coating will be eliminated naturally. The procedure was completed with a different device (device unknown). There were no pt complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
The suspect device has been received for eval; however, the analysis has not been completed, therefore, the cause of the reported malfunction is currently undetermined.